Manufacturer narrative:
A thorough investigation to determine the reported failure was to be performed; however, failure analysis for the suspected part was not able to be performed as it was not returned. The philips service engineer verified the battery had a hole in the case and the power supply was damaged by the burning battery. The battery and power supply were replaced to address the customer¿s immediate concerns. The system has returned to service with no similar issues reported.

Event description:
It was reported the affiniti 50 ultrasound system¿s battery had a breach in the protective case and traces of burn marks on the power supply. There was no patient or user harm associated with this issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.